Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
It is reported that the patient received a pacific plus pta balloon catheter and non-medtronic drug eluting balloon to treat stenosis of the right sfa vessel . During treatment however a dissection occurred. The dissection was left untreated and the event was resolved.